Event description:
Boston scientific received information that that in (B)(6) 2012, it was noted that this right atrial (ra) was broken. The right ventricular (rv) lead (model/serial 4459/(B)(4)) had shown signs of subclavian crush in (B)(6) 2009. At that time, programming changes were made. The patient was not symptomatic to the broken leads. A surgical procedure was performed. A portion of the rv lead was surgically abandoned and the portion that was removed is expected to be returned to boston scientific for analysis. The ra lead was surgically abandoned. New ra and rv leads were successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.